Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-02035-00.

Event description:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-02035-00.

Manufacturer narrative:
Corrected data: d1, d8, g1, g2 and h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment may have developed paradoxical adipose hyperplasia in one flank and the lower abdomen. Allergan aesthetics received the report approximately two years since the patient received the last coolsculpting treatment.